Manufacturer narrative:
This report is being submitted as follow up no. 1 and provide the completed investigation results, and to provide a correction to section g4. The incorrect 510k was inadvertently entered on the initial report. One tr band and inflator were returned for product evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There was 0ml of air left in the balloons. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab causing a leak at the corner of the balloon tab. The ops qe was notified, and a nonconformance (nc) was initiated for this issue. The nc will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the tr band 2 was placed on the patient post right radial access and heart catheterization. The patient received heparin during the procedure. The tr band was inflated with 18cc's of air and titrated down to 14cc's. After one (1) minute the patient access was bleeding. The band was inflated again to 18 and brought back down to 15. The patient began to bleed again. The staff reported that the balloon was not holding air. A new band was placed, and the patient was in stable condition. The procedure was successful. The estimated blood loss was 250cc's. The was no patient injury/medical or surgical intervention required. Additional information was received on 26 apr 2023: the device was not manipulated. The device was stored in the storeroom in cath lab.

Manufacturer narrative:
Patient weight: 113.9 kgs. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: product mgr and tech. A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.